Event description:
I had essure placed (B)(6) /2014, everything went great, but could only get the left tube done. Then on (B)(6) 2014 I woke up with the worst pain I've ever had on my left side. My doctor got me in the office on (B)(6) 2014, did an ultrasound everything looked fine, but when she would push on that side the pain would bring tears to my eyes, on (B)(6) 2014, we did surgery to remove essure and my tubes. I had developed a rash on my chest the day after my surgery. The rash was almost gone three days later, you couldn't tell I had a rash.